Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. The customer will receive replacement lid and battery. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts and that the device was missing its lid magnet. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. Without lid magnet, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involved in the reported event.